Event description:
Endo pouch 10mm bag tore open inside the patient when attempting to remove the gall bladder. The pouch was inspected for any missing pieces. There were no pieces of the pouch seen inside the patient.